Event description:
During evaluation of the device for an unrelated issue, the philips bench technician noted that the device displayed pads/ECG equipment malfunction, pads cable failure, and device error service required messages. There was no reported patient involvement.